Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted that the complete lead returned, total length = approx. 455mm. There were set screw marks noted on the terminals, one on each. There were deformed conductor coils along with puncture holes in the insulation noted 115mm from the terminal pin-appears to have been grabbed with some type of tool. There was dried blood/body fluid noted in the helix housing and in the window and the helix was extended. Dislodgement could not be confirmed however fracture of the lead cathode conductor coil was confirmed. Due to the location and type of damage, it was most likely caused by entrapment in the clavicle first rib region.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.

Event description:
Boston scientific crm received information that this right atrial lead dislodged. During the explant procedure, the helix was unable to be retracted and the lead became caught in the patients tissue. With a gentle tug, the lead came free and it was explanted and successfully replaced. To date, there have been no adverse patient effects reported.